Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station keep shutting down by itself. A field service engineer (fse) swapped the power supply, but all in one had issue with the driver. Fse then reimaged all in one to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station kept shutting down by itself. The customer reported that a malfunction impacting the workflow. There were no adverse events or injuries reported based on this event.